Event description:
Event description guidant received information that this implantable lead demonstrated elevated impedance measurements of 2039 ohms during the recent checkup. Impedance measurements over the life of the lead have measured 1300 ohms. However, the lead demonstrated an impedance of 1692 ohms at the last checkup, roughly 3 months ago. Noise has not been seen on the rate/sense channel. A guidant technical services (ts) consultant recommended continued monitoring of lead impedances, given the gradual rise observed. To date, there have been no reported patient symptoms associated with this clinical observation.